Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument for evaluation. As of the date of this report, the failure analysis investigation has not yet been completed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument was not holding. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the procedure was a robotic cholecystectomy. The issue occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The clip was a 10 mm weck hem-o-lok. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use (IFU). The incident occurred on the first clip application attempt. The issue was resolved by using another instrument. There are no photo or videos.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have one bent grip, causing misalignment of the grips. There was a .014" offset at the tips. The grips do not show cracking damage. Components adjacent to this bent grip do not show damage. Additionally, the clip applier instrument failed clip test due to misapplication of the clip. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument was able to retain clip through engagement but could not release the clip as commanded. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.